Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in a bike accident while wearing the pump. The pump's touchscreen shattered and the housing was damaged leaving the pump unresponsive. Customer reported an elevated blood glucose (bg) level of 324 (mg/dl) and an insulin pens was administered to treat bg levels. It was indicated that customer would use manual injections for diabetes management.